Event description:
It was reported that during a shoulder procedure using a speedstitch needle cassette, the device failed to deploy properly. This deficiency resulted in a 60 minute surgical delay and ultimately the procedure was completed using a competitive device. There were no significant delays or patient complications resulting from this event.

Manufacturer narrative:
The subject device and the concomitant devices were returned for evaluation. Functional testing of the two needles, the suture cartridge and the speedstitch handle was performed. When actuating the needle, it grabbed the suture as designed. This was repeated for several times and there was no problem found. The customer's complaint could not be verified due to all of the returned products associated with this complaint event functioned as intended. The most plausible root cause for the reported failure is the user not adhering IFU. The IFU contains the proper precautionary statements regarding user training: -endoscopic suturing requires specialized knowledge of knot tying and suture passing techniques. Knowledge of these and other appropriate techniques are important considerations for successful utilization of this equipment. -a surgeon should not begin clinical use of the device without reviewing the instructions for use and practicing the procedure in a skills laboratory. There are no indications to suggest the device did not meet product specifications upon release into distribution.